Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. During examination of leads, it was noted that the right ventricular (rv) lead had perforated the heart. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition throughout.

Event description:
Related manufacturer reference number: 2017865-2022-47532 new information received notes that the patient initially presented in clinic for receiving inappropriate high voltage therapy for supraventricular tachycardia.

Event description:
New information received notes that the patient's right ventricular lead exhibited high capture threshold and r-wave amplitude variation.